Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.